Event description:
Event description guidant received information that this ventricular lead, one day post implant, had high thresholds. During an invasive procedure, the threshold with the pacing system analyzer was 7 volts and there was no capture below that. The lead has been replaced.